Manufacturer narrative:
(B)(4). Batch # r57g34. Investigation summary: the analysis results that one plee60a device was returned with no visual non-conformances and with a gst60g cartridge reload present. The reload was received fully fired with the pan dislodged. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a gastric sleeve procedure after the device was fired the reload was removed from the device. When the spent plastic staple holder was removed the metal tray from the bottom of the reload stayed in the device and became stuck. A second like device was used to complete the procedure with no patient consequences reported.